Event description:
It was reported that the right ventricular (rv) lead was non-functional. Additional information was received from the clinic disclosing that the lead was believed to have had an impedance issue. The lead remains in use with plans for a revision at device replacement time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).